Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the device was extended using the obturator, the distal tip of the device was detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient¿s exact age is unknown, however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Manufacturer narrative:
A visual examination of the device revealed that the internal bolster was found to be securely attached to the tubing and the top of the obturator anchor pocket of the internal bolster was torn. The bolster appears to have been molded properly with no voids, bubbles or thin areas noted. It was noted that the condition of the returned unit was not consistent with the complaint incident that the internal bolster was detached. Therefore, the most probable root cause of "not confirmed" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the device was extended using the obturator, the distal tip of the device was detached. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.